Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. While preparing the 5max ace catheter for use, a fracture was noticed while flushing and the 5max ace catheter it was not used. The procedure successfully continued using a new penumbra system 5max ace reperfusion catheter.

Manufacturer narrative:
Result: the 5max ace was fractured in the strain relief approximately 1.1 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that while flushing the catheter, the physician noticed a leak near the hub of the 5max ace. Evaluation of the returned device confirmed a fracture in the strain relief. This type of damage typically occurs due to improper handling during removal from packaging or preparation. If the 5max ace is manipulated at an angle during removal from packaging or preparation for use, the strain relief may fracture due to excess force and bending. These devices are 100% visually inspected during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.